Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the main pc board was replaced. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure the generator display showed an error code 1 after powering on. There was no reported pt consequence. It is unk how the case was completed. The unit will be returned to the intl' service center.